Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: there were multiple call service (cs 052/054/055) errors observed in the black box history. There were pump reboots observed in reference to clearing the cs 052/054/055 errors. The pump powered on with the returned battery cap. The cap was able to fully tighten and a power loss was not duplicated. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump.